Event description:
It was reported that; during tl funnel bone tamp impaction, the maluanle portion of tamp was damaged.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: it was reported that graft insertion cannula was packed tight with the bone graft and graft insertion pusher was impacted with a mallet in attempt to push graft through the device. The surgical technique states the intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Additionally, placing incremental amounts of bone graft through the cannula allows for easier placement into the cage and disc space. Conclusion: the plausible root cause is user related. Specifically, excessive impact force applied to the instrument which may have caused device damage.

Event description:
It was reported that; during tl funnel bone tamp impaction, the maluanle portion of tamp was damaged.